Event description:
The manufacturer received information alleging a remote alarm would not alarm when attached to a ventilator. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported a remote alarm would not alarm when attached to a ventilator. The device was not in patient use. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The main board needs replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.